Manufacturer narrative:
The complaint was reported for the issue of ¿optical rinsing only works drop by drop, possibly blocked". Olympus was able to confirm the customer request and determined the following cause: "due to clogging of nozzle, foreign objects come out of distal end." Additionally, the regional repair center identified the following failures that are subject to investigation: "due to deformation of r/l knob, water tightness is lost." "Due to deformation of u/d knob, water tightness is lost." "Aw-cylinder(tube) has foreign objects." "Aw-tube has foreign objects." "Adhesive on a-rubber has foreign objects." "Due to clogging of j-tube in control unit, water cannot be supplied." The investigation for the failure(s) listed below is supported with prior investigations performed through the product technical investigation (pti) process as documented in the as investigated codes: "due to clogging of nozzle, foreign objects come out of distal end." "Due to deformation of r/l knob, water tightness is lost." "Due to deformation of u/d knob, water tightness is lost." None of the other failures identified during device inspection are subject to investigation, but are coded. A labeling review was conducted. No anomalies were identified. A risk review was performed and no unanticipated failures or harms were identified. A historical review of the last 12 months of complaints was performed and no trends were identified. A CAPA history review was performed and CAPA-201632 was identified to be related to this complaint. The complaint is confirmed. The most probable cause of the failures "aw-cylinder(tube) has foreign objects." "Aw-tube has foreign objects." Is known inherent risk of device, which indicates that the reported adverse event known and documented in the labeling and all reasonable mitigation steps have been taken (including both short or long term known complications or adverse reactions). The most probable cause of the additional failures "adhesive on a-rubber has foreign objects.", "due to clogging of j-tube in control unit, water cannot be supplied." Is cause not established, which indicates that the investigation findings do not lead to a clear conclusion about the cause of the reported adverse event. No further escalation is required.

Event description:
It was observed that during the device evaluation, the distal end, adhesive on bending section cover, air/water cylinder and tube of the scope had foreign material. There was no patient involvement.

Event description:
No additional information provided by the customer.

Manufacturer narrative:
This supplemental report is being submitted as a correction to include the following fields: h8, h11 the device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation, olympus confirmed foreign material came out of the device, but the type of the material cannot be identified however, it is likely the following led to the malfunction: the foreign material was possibly not removed completely if the reprocessing steps were not conducted properly. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.